Event description:
As reported in the legal brief a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter perforation. As a direct and proximate result, the patient suffered life threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, becoming aware of these events approximately six months and twenty-six days after the filter implantation. Patient further experienced leg swelling, aching in the area of the stomach and crease of hip related to the filter. Per the implant records, patient had history of deep venous thrombosis and pulmonary embolism. Patient had an inferior vena cava filter placement (cordis optease) via intraoperative fluoroscopy. The patient was placed in the supine position. Bilateral groins were prepped and draped in the usual sterile fashion. Under ultrasound guidance, the right common femoral vein was identified and accessed with a needle which was followed by a unknown 0.035 inch j-guidewire. This was advanced into the inferior vena cava. The unknown 5-french sheath was inserted. A unknown 5-french pigtail catheter was placed at the distal inferior vena cava and inferior vena cavogram was performed. This demonstrated the width of the inferior vena cava to be less than 30 millimeter. The bilateral renal veins were identified. The optease sheath was exchanged over the guidewire and the tip of the sheath was placed just inferior to the inferior most right renal vein . Using a pusher, the optease filter was placed just inferior to the right renal vein which was more caudal than the left renal vein . The optease sheath was placed into the distal inferior vena cava and completion inferior vena cavogram was performed which demonstrated the filter to be just inferior to the right renal vein without any evidence of tilting . This was felt to be satisfactory in position. The optease sheath was completely removed. Manual compression was applied for hemostasis. The patient was transferred to post anesthesia care unit in stable condition .

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc) approximately seven months post implant. The patient also reported leg swelling and aching in the stomach and crease of the hip related to the filter. According to the operative report the indication for the filter implant was a history of deep venous thrombosis and pulmonary embolism. The filter was placed via the right femoral vein and deployed just inferior to the right renal vein without any evidence of tilting, after the renal veins were identified. Manual compression was applied for hemostasis. The patient was transferred to post anesthesia care unit in stable condition. The product remains implant and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Due to the nature of the complaint the leg swelling, and stomach and hip ache could not be further clarified. These issues do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter perforation. As a direct and proximate result, the patient suffered life threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.